Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reports more than 6 months after the dental implant was placed in ada site 7 in type iii bone, the implant had lost osseointegration. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc after the evaluation, the event was considered as osseointegration failure. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reports more than 6 months after the dental implant was placed in ada site 7 in type iii bone, the implant had lost osseointegration. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).